Event description:
While investigating a (B)(6) male pt's electrode belt for an unrelated issue, a reportable problem was discovered. The pt's electrode belt failed the incoming current, fall-off, and therapy electrode recognition tests. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval, the electrode belt failed incoming functionality testing. The cause for the failure was isolated to a defective u723 processor on the distribution node pca board. Pins 10 and 12 were out of tolerance. The root cause for the defective u723 processor could not be positively identified. No adverse event resulted from the defective electrode belt. The pt rec'd a replacement electrode belt.